Manufacturer narrative:
H10: internal complaint reference (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the fa coblator ii controller (120v) did not work in both ablation and coagulation although it generate the motor sound, the device was supposed to be used as a sub-device to stop bleeding during small pharyngeal papilloma resection under local anesthesia in this case. The surgery was completed without using coblator ii without problem. No patient injuries and complications were reported